Event description:
The distributor reported to our kit booking specialist that the instruments broke during a surgical procedure. No adverse consequences reported by the customer.

Manufacturer narrative:
Device was discarded by the hosp. If add'l info is received it will be reported on a supplemental report.